Event description:
It is reported that the device was implanted in 2003. Site reports that a 5 years post-op, patient has a complication of state 3a osteolysis and 2 mm articular polyethylene excessive wear. Patient is tolerating the complication no revision is planned.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopend. Zimmer considers the investigation closed.